Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a cardioversion. Upon review, the left ventricular lead exhibited no capture and atrial fibrillation was sensed. Lead dislodgement was determined. During the cardioversion procedure, the left ventricular lead was explanted and replaced. The patient was stable throughout.